Event description:
Healthcare professional reported right side textured to smooth due to the patient concern with the product and capsular contracture baker grade unknown with asymmetry and deformity. Device has been explanted.

Manufacturer narrative:
Is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Device evaluation: visual analysis of the returned device identified: yellow particles in the surface of the device. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Physician confirmed right side capsular contracture baker grade iii. Additionally, physician reported implant was "significantly calcified" and it was estimated that the right was filled to 450 m" when the implant is only 420 cc.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.